Manufacturer narrative:
Result of investigation: all testing performed with a known good test ac adapter and patient circuit connected. All measured o2 percentages were below minimum spec. These non-conformances would not result in a failure to ventilate properly.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and customer settings were recorded. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced fraction of inspired oxygen (fio2) inaccuracy. As an intervention, the ventilator was replaced with another unit. As of this time, there is no information regarding patient harm associated with the reported event.